Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements with loss of capture due to a device and lead connection issue. The lead was repositioned with success. Both products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.